Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 22g04ged81 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -6.86% and -0.63%. As received condition, the clamp clip of the sample was clamped, and the patient connector was not connected to the wing cap. Visual inspection had done throughout the received sample. Crack was observed at the filling port. The outer shell was observed folded. White crystallize residue was found at the filter and flow restrictor of received sample. The clamp clip of received sample was released. No flowing was observed. Since the received sample is blocked, further investigation for flow rate was not possible. White crystallize was observed at the received sample. The blockage of the received sample was potentially due to white crystallize observed at the flow restrictor the crystallization/precipitation of drug will affect the flow rate of the sample. The crystallization/ precipitation will cause the blockage on the path of the solution. There are some drugs (e.g., 5fu, cefepime) which tend to crystallize/precipitation at some special conditions. The risk of crystallization is given by the drug itself. Some functions of the pump (filter, microbore, glass tube) may be affected when forming high amount of crystallize particle from drug. Referring to the customer description on "the length of the flow regulators could vary from one diffuser to another", the flow rate of flow regulators is specified based on the flow rate reading and not the length (which can vary over the whole portfolio from 5 cm to 40 cm). This is because the internal diameter of microbore tube will be extruded with tolerances, and thus the length is used to compensate this variation to achieve the target flow rate. Hence, it is normal that the length of the flow regulators varies, and this will not lead to flow rate out of specification. However, there are some possibilities that can cause fast flow rate during application, such that one or combination factors are listed as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 2ml/hr to 2.3ml/hr. Factor 2 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell folded outer shell was observed during bmi investigation. According to IFU, the outer layer must be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the received sample is blocked at the flow restrictor, further investigation for flow rate was not possible. Hence, we considered this complaint as not confirmed. The received sample is blocked, further investigation for flow rate was not possible. Device history record (DHR): reviewed the DHR for batch 22g04ged81, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: "over-infusion" according to the customer: "the diffuser was connected on (B)(6) 2022 at 16:55. The nurses noted that the diffuser ended on (B)(6) 2022 at 7am, well before the scheduled end of treatment, which should have been (B)(6) 2022 at 4:55pm."